Manufacturer narrative:
The scooter is estimated to be manufactured between 2002-2006 and believe it may be a victory sc1600. Pride will have no further information on the model or serial number. This scooter was involved in an alleged fire and all that is left are remnants. There is no visual identification on the product that is legible.

Event description:
It is alleges a fire occurred in a house where a pride scooter was present charging in the garage.

Manufacturer narrative:
The "model #" or the "serial #" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
It is alleges a fire occurred in a house where a pride scooter was present charging in the garage.